Event description:
A customer reported discrepant results and fluctuating retention time flag on the hlc-723 g8 analyzer. The customer would like the analyzer evaluated due to the frequent flow factor adjustments made and sample result questioned by patient's doctor. The sample was run with result of 10.2%; the result did not meet the doctor's expected value. The same sample was rerun at a later date and the result was 8.6%, which was the expected result. There were no flags on the results. There was no indication of any patient intervention or adverse health consequences due to the reported discrepant result.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the fluctuating retention times by reviewing the results and was able to reproduce the issue by running whole blood samples. The fse spoke with the customer regarding flag for retention time (rt) not being present and the customer admitted that there actually was a flag. The customer did not check for flags and reported the result when they should not have. The fse replaced the check purge and check uptake valves on the pump because they are a common solution to fluctuating retention time. Replacing the valves resolved the issue. The resolution was verified by running whole blood samples without issues. The customer accepted quality control (qc) and returned the analyzer to use. No further action required by field service. The g8 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for "fluctuating retention time" on the g8 analyzer through the aware date. There were forty (40) similar complaints identified during the search period, including this case. CAPA escalation: a 13 month retrospective review revealed 40 occurrences of complaints related to fluctuating retention time on the g8 analyzer. Causes of retention time shift can include column issues like degradation or improper placement, system contamination, temperature fluctuations, pump performance, flow rate variations, leaks in the lines or tubing, faulty filter or filter tubing, faulty valve or instrument performance. Data assessment determined the occurrences were either due to improper column connection, maintenance, air in line or failure of a part. The results were improved by tightening connections, replacing failed parts, performing maintenance and adjusting flow rate. Flow rate adjustment is an expected operational activity to maintain suitable run validation. There is no indication of a systemic issue and there is no impact to patient safety. The g8 variant analysis operator's manual under chapter 1 states the following: limitations of the procedure, total area , dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Abnormal red cell survival the life span of red blood cells is shortened in patients with hemolytic anemias, and the actual life span depends upon the severity of the anemia. As a consequence, specimens from such patients may exhibit decreased glycohemoglobin levels compared to patients with normal red cell life span. The life span of red blood cells is lengthened in polycythemia or post-splenectomy patients. Specimens from such patients may exhibit increased glycohemoglobin levels. Hemoglobinopathies the most commonly observed hemoglobin variants are hbs, hbc, hbd and hbe. These variants in their heterozygous state elute after the hba0 peak in their designated windows: hbs (h-v1 peak), hbd (h-v0 peak) and hbc (h-v2 peak). The hbe (p-hv3 peak) appears between sa1c and hba0 peaks. In all these cases, the sa1c% is reportable when these hemoglobin variants are present in the heterozygous state. When either of these hemoglobin variants is identified, the sa1c% is calculated in a proprietary way, depending on the type of hemoglobin variant, based on the area of sa1c, the area of identified hemoglobin variant and other peaks. When a p-hv3 peak is detected, a flag 43 is also reported. Glycemic monitoring for any patients displaying any homozygous hemoglobin (other than hbaa) such as hbss, hbcc or the double heterozygous sc, cannot be performed using sa1c because there is no hemoglobin a present. Alternative testing is mandatory for these types of patients. The most probable cause of the reported event was due to failed check purge and check uptake valves on the pump, cause traced to component failure.